Event description:
It was reported that the atrial lead was implanted after the use before date. The lead was explanted and replaced. It was further noted that the patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6949-65 implanted: 2011-(B)(6); 4196-88 implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.